Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while priming the circuit, the console went from 1500 to 0 rotations per minute (rpm). The console randomly stopped flowing and a low flow alarm occurred. It was unplugged and turned back on. Related manufacturer reference number: 3003306248-2023-07173 (centrimag motor model #: 102956).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow and speed alarms was confirmed via log file analysis. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 7 days ((B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per time stamp). Events occurring on (B)(6) 2023 took place during lab testing at abbott. On (B)(6) 2023 intermittent ¿flow below minimum: f3¿ and ¿set pump speed not reached: m5¿ alarms were active. The flow and motor speed dropped to 0 lpm and 0 rpm respectively. Flow and motor speed resumed shortly after each alarm. The pump was stopped due to a user request on (B)(6) 2023 at 16:27 and a system shutdown was performed shortly after the pump stop at 16:33. The console was power cycled several times before the system was shutdown to be forwarded to abbott. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was returned for analysis to the service depot where it was functionally tested and operated as intended. The reported event was unable to be reproduced during testing and was sent back to the customer ready for use. Multiple good faith efforts were sent regarding resolution of the reported event, if any troubleshooting was performed, if a patient was involved, and if any more alarms had occurred. To date, no response had been provided. The root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd generation primary console and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including f3 and m5 alarms. No further information was provided. The manufacturer is closing the file on this event.